Event description:
On 11/07/1996, a 27 yr old male was implanted with an ace reconstruction plate (8-hole), together with cerclage and cancellous graft. On 03/26/1997, after working with a physical-therapist, the pt felt a strong pain and had an unnatural bending at the fracture site. X-rays showed the broken plate. On 05/07/97, the implant was removed. It is not known what they replaced it with.